Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, (for valves implanted in the mitral position: suture looping/leaflet entrapment by native tissue) and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related non-conformances. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from canada that this 79-y-o patient with a valve model 7300tfx29 implanted in mitral position underwent a valve-in-valve intervention after an implant duration of 4 (four) years and 5 (five) months due to severe regurgitation caused by an underlying unknown reason. The patient presented with heart failure prior to the intervention. A 29mm transcatheter heart valve was successfully implanted within the edwards surgical valve. The patient was noted as stable after the procedure.